Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead underwent a revision procedure one day post implant, due to dislodgement, loss of capture, and atrial lead sensing in the right ventricular (rv) channel. The ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.